Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging a labelling issue with the subject product. The owner's manual looked "used". This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.